Manufacturer narrative:
No patient information provided as no patient was involved in this concern. There was no case part returned for evaluation. And no work orders were performed as the site will be having new monitors installed.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the resolution of the slaved out video signal from the mvs to the or monitors was not as good as what was on the mvs. There were no patients present during this event.